Event description:
The customer reported an unspecified low reading issue with the adc freestyle libre sensor, as compared to a healthcare blood glucose meter. The customer experienced symptoms of nausea, dehydration, vomiting, "vision loss", and loss of consciousness. The customer had contact with a healthcare professional, and was diagnosed with diabetic ketoacidosis and hospitalized. The customer was treated with insulin via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (b)(60 has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Additional information: the sensor related to this case expired on 31 jan 20 and the medical event occurred on (B)(6) 2020 - therefore, the customer was using an expired sensor when the lower than expected glucose levels were observed.section h10 was updated to include the following information: "the sensor related to this case expired on 31 jan 20 and the medical event occurred on (B)(6) 2020 - therefore, the customer was using an expired sensor when the lower than expected glucose levels were observed."

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
The customer reported an unspecified low reading issue with the adc freestyle libre sensor, as compared to a healthcare blood glucose meter. The customer experienced symptoms of nausea, dehydration, vomiting, "vision loss", and loss of consciousness. The customer had contact with a healthcare professional, and was diagnosed with diabetic ketoacidosis and hospitalized. The customer was treated with insulin via IV. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported an unspecified low reading issue with the adc freestyle libre sensor, as compared to a healthcare blood glucose meter. The customer experienced symptoms of nausea, dehydration, vomiting, "vision loss", and loss of consciousness. The customer had contact with a healthcare professional, and was diagnosed with diabetic ketoacidosis and hospitalized. The customer was treated with insulin via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported an unspecified low reading issue with the adc freestyle libre sensor, as compared to a healthcare blood glucose meter. The customer experienced symptoms of nausea, dehydration, vomiting, "vision loss", and loss of consciousness. The customer had contact with a healthcare professional, and was diagnosed with diabetic ketoacidosis and hospitalized. The customer was treated with insulin via IV. There was no report of death or permanent injury associated with this event.